Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to high blood glucose and dehydration. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement and self tests. During troubleshooting, it was found that the customer had received multiple motor error alarms on the insulin pump.